Event description:
Customer reported: equipment malfunction during specimen processing and compromised results, impacting 9 different pt specimens. After investigation and review of service, instrument and hosp records it has been found that: one lung transplant pt needed to be re-biopsied (small biopsy) due to the tissue being un-diagnosable by a pathologist. Pre-seeding events; 2007: peloris instrument used to process tissue using rush biopsy run protocol. The next day: ninety three (93) tissues observed to be rubbery and soft (under processed). To remove wax from tissue prior to reprocessing the tissues were placed in changes of xylene and changes of alcohol. All 93 tissues were re-processed on shandon excelsior tissue processor using similar protocol. Ventana xt was used to stain tissue and all bar one was diagnosable by pathologist.

Manufacturer narrative:
Instrument logs and site records were reviewed on 02/15/08. Most likely cause of the reported event is reprocessing. Potential causes investigated were: peloris instrument: a review of service records and instrument logs has shown the instrument operated in accordance to specification and events logged by the instrument would not cause the reported event. Instrument continued to be use without fault up until a month earlier. Reprocessing/reprocessing instrument: the second reprocessing using the shandon excelsior resulted in the tissue undergoing more than 16 hours of processing. The need for this additional processing was not confirmed by microscopic examination. Additional processing increases the risk of tissue degradation. Ninety two of the 93 tissue samples were reprocessed successfully. Inappropriate processing protocol(s): customer protocols included elevated heat for extended times. Customer adjusted protocols to ambient alcohol temperatures after late 2007. Staining instrument: ventana xt was used to stain tissue. A 92/93 tissues were diagnosable. Reagent management, operational methodology and event record keeping: while none of these could be directly attributed to the event it was an area were improvements could be made. Additional training of laboratory staff in this area was conducted. Company performed testing at the customer site using customers protocols and confirmed acceptable tissue processing could be achieved.